Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2391849. A search of the complaint database search finds one additional reported incident against lot code bb7d31 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 10/3/2012 - pfs and medical records received. Part/lot was provided. A dor from the left hip was given. The unknown hip and unknown liner is being changed to the head and liner from the left primary for dislocation, pain, and popping issues. The unknown head is being changed to head from the right primary and a liner is being added as well for dislocation, pain, and popping. A new complaint will be entered for the second revision of the right side. There is no new additional infomration that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/27/16- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported the revision operative note reported a vertical cup. Updated liner/head and added cup.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database search finds one additional reported incident against lot code bb7d31 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege: (B)(6) 2007 she had a left hip implanted, on (B)(6) 2007 she had her right hip implanted. But, in (B)(6) 2007 her left hip became dislocated, and by (B)(6) 2008 her right hip implant become dislocated twice for wash she had a reduction for. (B)(6) 2008 had a revision surgery due to repeated dislocation she experienced with her right hip. (B)(6) 2008 her right hip dislocated on several occasions the she had to have her hip reduced again. She was forced to have another revision surgery on her right hip (B)(6) 2010.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Ppf alleges dislocation (open and closed reduction) and loosening of cup. After review of medical records for the MDR reportability, patient was revised to address failed tha. Revision notes mentioned that patient appeared to be dislocating posterior inferiorly and not superiorly as the surgical team expected. Clinical reports stated that patient dislocated her hip twice . X-ray revealed that the cup was somewhat vertical. Cup, liner and two screws were removed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.